Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck at blue screen. A field service engineer (fse) arrived at the station and attempted to reset by rebooting. The fse reseated the hard drive and disconnected the backup battery to fully remove power. Powered the station up, which entered a process to remove the last unsuccessful update. After waiting, the system remained stuck in that state. The fse reimaged the station and completed data synchronization successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had been stuck on a blue screen at 7 percent. The error displayed was updating do not turn off the computer. A reboot had been performed, but the issue had persisted. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.